Event description:
The customer contact reported that at start-up, the device touchscreen kept losing calibration. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen intermittently responded when pressed. The device touchscreen keys would randomly stick and became unresponsive. The touchscreen could not be calibrated. Further testing found fluid ingress and corrosion on the edge at the bottom of the touchscreen. The probable cause is due to a broken touchscreen due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touch screen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.